Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor gave a reading of 40 mg/dl when the blood glucose reading was 140 mg/dl, and caused an inappropriate threshold suspend of the insulin pump. Basal delivery was resumed and the sensor was turned back on and caused a change sensor alert. The sensor cannula was not bent. The sensor was not returned for analysis.